Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a dilation procedure on (B)(6) 2022. During the procedure, the balloon was inflated; however, the syringe needle was not moving with the inflation pressure and was noted to be staying at 0. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4).